Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +23.5d) was implanted on (B)(6) 2023 as a replacement for a monofocal lens from another manufacturer. Post-operatively, the patient reported blurry distance vision after completing 3 light adjustments. Following a yag capsulotomy on (B)(6) 2025, the lal was observed to be dislocated inferiorly. On (B)(6) 2025, the lal was explanted.